Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient called patient services on (B)(6) indicating that they recently arrived at a hotel after traveling and just finished topping off their ins battery level. They charge every day because they have high density (hd) settings. The patient stated that while they were on their flight they needed to decrease while in the air and had to decrease the stimulation once they landed because the stimulation setting was a little too strong after the flight. They wanted to adjust the stimulation again after recharging but when they went to use their patient programmer there was a power on reset (por) error code and they were not able to adjust their settings. They texted their manufacture representative (rep) on 2017-oct-31 but did get a response until (B)(6). The issue could be related to having to go through an x-ray security machine at the airport. While troubleshooting the patient was pushing buttons and the code cleared and they were able to turn the stimulation back on. The patient does not intend to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.